Event description:
Information received indicates the head section will not go down using the CPR lever but will lower using the siderail controls.

Manufacturer narrative:
The technician found the CPR valve was stuck. He replaced the CPR valve to repair the bed.